Event description:
Catheter was placed and used for 7 days to infuse lusatin. It was removed in the doctor's office and broke. 25.5 inches of the catheter was left inside. The pt went to radiology where the catheter broke again, during removal. Eventually all was removed.